Manufacturer narrative:
Sample inspection: pump module s/n (B)(4) was received with instrument seal intact. The right (male) iui was observed with damaged isolation ribs. Internal inspection observed no anomalies with the device. The bezel assembly was observed with date code of (B)(6) 2019. Pump module s/n (B)(4) was received with instrument seal intact. The right (male) iui was observed with damaged isolation ribs. Internal inspection observed no anomalies with the device. The bezel assembly was observed with bezel date code of (B)(6) 2019. All parts inspected are manufactured by bd. Log analysis results: pump module s/n (B)(4) on (B)(6) 2020 at 5:07 am was programmed an infusion of caspofungin (drug ID 83) with the following parameters: non-weight based dosing, drug amount 50mg, diluent 100ml, rate100ml/h and a vtbi 100ml. Pvi at the time 7439.5ml. At 6:08 am the infusion completed. Pvi at the time 7539.5ml. At 6:11 am the user added a vtbi of 40ml and the infusion was started. Pvi at the time 7540.7ml. At 6:27 am the user paused the infusion and then the user channeled off the infusion. Pvi at the time 7566.5ml. Pump module s/n (B)(4) initial programming could not be determined. On (B)(6) 2020 at 10:45 am a previous infusion was restored with the following parameters: drug amount 175mg, diluent 66.6ml, patient weight 37.5, rate 2.9ml/h and a vtbi of 60ml. Pvi at the time 914.1ml. At 2:31 am the pump module alarmed for air in line. Pvi at the time 959.2ml. At 2:39 am the pump module alarmed for flow stop open (3 seconds) and the infusion was restarted. Pvi at the time 959.2ml. At 3:31 am the user programmed and started a 50 minute delay. At 4:19 am the user canceled and started the infusion. Pvi at the time 961.7ml. At 4:23 am the user paused the infusion and programmed a 45 minute delay. At 5:12 am the pump module alerted for callback before infusion. At 5:19 am the user programmed and started a 45 minute delay. At 5:29 am the pump module alarmed for, door open, check IV set, door open, check IV set and the pump module was channeled off. Pvi at the time 961.9ml. At 5:33 am the pump module alarmed for flow stop open (3 seconds). At 6:30 am the unit was removed. Pvi at the time 961.9ml. Test results: time rate accuracy observed the device delivering fluid within specification. Keypress replication observed the source device delivering fluid as programmed. Alaris system over infusion test method observed both returned pump modules failing sear functionality testing. Test methods: 1503-001-006-r timed rate accuracy test method dir (B)(4). 1503-001-029-r alaris system over infusion test method dir (B)(4). A review of the syringe module device history record showed the device had a manufacture date of 12/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the syringe module device history record showed the device had a manufacture date of 12/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers reported over infusion of an unspecified medication was not definitely determined. The customers reported issue of over infusion of an unspecified medication was not reproduced during testing. Both returned pump modules were observed to deliver fluid as intended. Review of all returned device observed no errors or malfunctions recorded in the logs on the customers reported incident date. Pump module s/n (B)(4) on (B)(6) 2020 at 5:07 am was programmed an infusion of caspofungin (drug ID 83), rate 100ml/h, vtbi 100ml with and additional vtbi added at 6:11 am. At 6:27 am the pump module was channeled off. Calculated volume infused at the time 127ml. Pump module¿s s/n (B)(4) initial programming could not be determined. On (B)(6) 2020 at 10:45 am a previous infusion was restored with a rate of 2.9ml/h and a vtbi of 60ml. At 6:30 am the unit was removed. Calculated volume infused from 25 december 10:45 am to 26 december at 6:30 am was 48ml. On (B)(6) 2020 two flow stop open alarms were observed on pump module s/n (B)(4). Keypress replication observed both devices delivering fluid as programmed, and time rate accuracy observed the device delivering fluid within specification. The alaris system over infusion test method observed sear functionality failed worst-case scenario testing on both returned devices. This observation was noted to be an incidental finding and is not suspected to be related to the customer¿s report. Inspection observed no anomalies with the returned pump module. The device was being used for treatment purposes.

Event description:
It was reported that there was an over infusion of an unspecified medication.